Event description:
A pt who was skin tested in 2000 with negative response was injected in and around the lips with 1.0cc bovine collagen. The pt was treated at approximately 1400. The pt called the physician's office at around 1600 stating that upper lip was swelling rapidly and pt was applying ice. Pt was seen in the office at 1815 and the pt's upper lip was extremely swollen. There was no erythema and the pt denied itching. The pt was given 50mg of benadryl p.o. And told to take 25 mg po, q4h, prn. The physician also started the pt on a medrol dose pack and continued application of ice. The pt called in 2000 to say the swelling had improved. Although the pt may be hypersensitive to collagen, at this time the physician is not convinced. Physician feels it may have been a histaminic response that may be short lived. For now physician is calling this event a local non-immune response to the treatment.